Event description:
It was reported that the patient suffered a fall after implant of the right ventricular (rv) lead. It was also reported that the rv lead had high thresholds and non-capture due to a lead dislodgment. The rv was attempted to be repositioned and was unsuccessful. The rv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed, and no anomalies were found. It was also noted that the proximal conductor was distorted, the distal conductor had blood/body fluid (not obstructed), the outer insulation was breached cut, there was blood in/on the helix mechanism, the guidetooth was damaged, there was tissue on the helix, and there was apparent explant damage.